Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem being a failure without logical activities or recorded events that would confirm the problem or identify the direct cause of the event. The device was tested at 4.3ml/hr with a volume to be infused (vtbi) of 1.1ml which yielded an over-infusion of +9.5455%. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to cause an under infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.